Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray showed that the suspected perforation cannot be excluded. During the inspection of the lead, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The visual analysis of the lead did not show any anomalies that might have contributed to the suspected perforation. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient reported severe chest pain. The threshold gradually increased from 0.7 to 4.5v and a perforation was suspected. The lead was explanted and replaced. Should additional information be received, this file will be updated.